Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patient was brought to their clinic and the ra noise was reproducible with patient isometrics. There had been no pacing inhibition greater than one second. The device sensitivity was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable pacemaker and a non boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition of unknown duration. This device and a non boston scientific right atrial (ra) lead also exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise on both leads was able to be reproduced. Programming options were discussed with the healthcare professional (hcp). No adverse patient effects were reported. The device remains in service.